Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm due to a bent cannula event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.